Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor of the insulin pump had no filament. The customer's blood glucose was 4.1 mmol/l at the time of incident. The sensor received sensor updating and calibration nor accepted alert. Troubleshooting was performed and the device will not return for analysis.